Event description:
This report is being filed after the subsequent review of the following journal article. Arthrodesis of the knee following failed arthroplasty; p.j.h. Van rensch; g.j. Van de pol; j.h.m. Goosen; a.b. Wymenga; and f.h.r. De man; knee surg sports traumatol arthrosc doi 10.1007/s00167-013-2539-3. The article was from (B)(6). This article is a retrospective study of primary stability in arthrodesis of the knee following failed arthroplasty. The patients were included retrospectively when they had a failed primary or revision total knee arthroplasty (tka) with an indication for arthrodesis, performed in the period between january 2004 and march 2012. The fixation methods used were intramedullary nail (imn), bilateral plate fixation (locking compression plate [lcp]), and monoplane external fixator. Of these 3 fixation methods, bilateral plate fixation (lcp) used was manufactured by synthes, solothurn, switzerland. The imn and monoplane external fixator were manufactured by other manufacturers. Twenty-six (26) arthrodeses were performed. Eighteen (18) patients were treated because of an infected arthroplasty. In total, ten (10) external fixators, ten (10) intramedullary nails and six (6) plate fixations were applied; solid fusion was achieved in 3/10, 8/10 and 3/6, respectively. Of these 6 plate fixations, 3 were successful and 3 failed. Of the 3 failed plate fixations, 2 failed due to persisting infection and 1 failed due to broken plate. Of these 3 failed plate fixation, 1 was revised to im nail, 1 with external fixation, and 1 to amputation. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 failed plate fixation due to broken plate. Implant date and explant date is unknown. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.